Event description:
It was reported, under the guidance of ultrasound, the physician attempted to remove the spring wire guide (swg). However, the wire became kinked and stuck in the vessel. The physician noted resistance was not met. The catheter was removed while he manipulated the wire to get it out. As a result, the physician made a larger incision to remove the swg. Another catheter was placed in the internal jugular vein without event. No further patient completions were reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.